Manufacturer narrative:
See d4, h6, h10 and h11 complaint has been evaluated and is similar to report number 1644408-2025-00207; unk-star; s901 - other if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available

Event description:
Revision surgery - poly swap, due to cysts